Event description:
A customer in the us reported to agfa when using their dx-d 100 system the unit moved on its own. It was reported the system would drive forward and to the side. The customer hit the emergency stop to shut down the system. Agfa service completed an investigation of the system. All components related to the driving of the system were checked and no issues were found. The system is now operating as intended with no additional issues reported. There has been no reported harm to patient or user during these events.